Manufacturer narrative:
The third party service agent sent the removed main keypad assembly to physio-control for further evaluation.   Upon evaluation of the removed main keypad assembly, physio-control verified the reported issue.  Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.  Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The third party service agent replaced the device's main keypad assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue.  The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While evaluating the customer's device for an unrelated issue, a third party service agent observed that when attempting to shock during testing that the device logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy.  There was no patient use associated with the reported event.